Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2011, the patient underwent repair of an abdominal aortic aneurysm. On (B)(6), 2011, a follow-up computed tomography revealed an aortic dissection from the right renal artery to the subclavian artery. The aneurysm began to form a thrombus and the patient did not have any problematic symptoms. The physician has chosen to wait and watch.